Event description:
On (B)(6) 2010, company rep reported one button was not functioning correctly on infusion device. Follow-up was completed with pt. Pt reported the up button was defective. This was noticed on (B)(6) 2010 when pt attempted to bolus. Pt reported up button was initially slow to respond, then became intermittent, and then stopped functioning entirely. Pt reported it felt like the up button was "going in further than it should." Pt switched to backup infusion device. Pt has used primary infusion device since (B)(6) 2008 and boluses approx 3 times per day. Up button pops up after it is pressed. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The pt did not require treatment from a healthcare professional or second party to address the issue.